Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by MFR: other: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: code 4581 is to capture incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) trailing haptic got stuck in the cartridge, scrunching it, while being injected in the right eye. The lens was fully inserted and then removed and replaced in the same procedure. No additional surgical maneuvers were required. When the lens was removed there was minor injury to the iris, however no surgical or medical intervention was required. Another johnson and johnson iol was implanted as replacement (same model and diopter). The incision was enlarged. The lens is not available for return and evaluation. No further information was provided.